Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during removal surgery while removing the 3rd screw, the driver tip broke. The surgery was completed with a 2nd screwdriver available from the kit with no delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00039 for the driver involved in this event.